Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving lioresal (2000 mcg/ml at 834 mcg/day; lot # ds0083) via an implanted pump. The indication for pump use was cerebral palsy and intractable spasticity. On 12-may-2016 it was reported that the patient had intermittent pain that began on (B)(6) 2016; the patient did not have swelling. The hcp stated that the patient was advised to monitor his changes in symptoms. The patient then called the hcp and reported that the pain was constant and the implant site felt squishy as of (B)(6) 2016. On (B)(6) 2016, the patient had an accumulation of fluid over the pocket, pain, and redness over the pump site. The patient put some heat on it which made it worse. Then he put some ice and that did not help. The patient had some tone, but believed it was due to the pain. The pain was worse at night and very uncomfortable when he was ly ing down. The symptoms had come on suddenly. The situation was being addressed by the hcp. Additional information was received on 2016-08-30 from the patient who was now receiving baclofen 2000 mcg/ml at a dose of 733 mcg/day (unknown brand and lot). It was reported that the patient was experiencing excruciating pain in the pocket near the pump starting in (B)(6) 2016. It was noted that the surgery to replace the pump was rescheduled to (B)(6) 2016 and that the patient had been waiting two weeks.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.